Manufacturer narrative:
Device analysis: the returned device consisted of a watchman access system. Inspection found that the sheath was kinked at approximately 4cm distal from the hub. No further damages or defects were identified. A photo was attached to the complaint record showing the sheath kink near the hub in accordance with findings during analysis. Product analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While positioning the wds in the laa the physician felt that there was an issue with adjusting both the was and wds. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. After the procedure was completed, the physician noted that the proximal end of the was had become kinked. The patient did not experience any complications from this event.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While positioning the wds in the laa the physician felt that there was an issue with adjusting both the was and wds. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. After the procedure was completed, the physician noted that the proximal end of the was had become kinked. The patient did not experience any complications from this event.